Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tip-up fenestrated grasper instrument involved with this complaint and completed the device evaluation. Failure analysis investigation revealed that the instrument was found to have the main tube broken at the distal end. A piece measuring proximately 0.156¿ x 0.095¿ was not returned with the instrument. The root cause of broken instrument main tube was typically attributed to mishandling. Additionally, the instrument was found to have the proximal clevis dislodged with the distal clevis and grip tips attached. The proximal clevis was found to have mechanical indentation at the proximal end where the distal main tube was broken. The root cause of these failures is attributed to the user. The instrument was found to have broken pitch and grip cable a review of the instrument log for the tip-up fenestrated grasper (470347-11/n10210301 0281) associated with this event has been performed. Per logs, the tip-up fenestrated grasper was last used on (B)(6) 2022 on system sk5459, with 2 uses remaining. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the instrument could not be removed from the cannula due to a unknown loose component . Failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted lower anterior resection surgical procedure, the tip-up fenestrated grasper broke and got stuck in the trocar. In order to remove the instrument from the trocar, both had to be removed together from the patient and then the assist cut the end off with wire cutters. The procedure was completed with no reported injury.intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.